Event description:
A pt underwent a diagnostic coronary angiography procedure followed by deployment of a 6f angio-seal device; hemostasis was achieved. A rep was present during the procedure and reported that a preplacement angiogram was not performed and the deploying physician was working rapidly. An hr and a half post deployment, the pt experienced pain and the procedure leg became cold and blue; the vessel became thrombosed. The pt underwent an interventional procedure where the original puncture site was identified to be in the common femoral artery and it was noted that the puncture was relatively low and close to the bifurcation. Part of the device collagen was found positioned superficially in the femoral artery and it had embolized. The anchor and collagen were removed and a vein patch was sutured to close the original puncture site. Again, the pt's leg became cold and blue and a second interventional procedure was performed to create a bypass from the communis artery to the superficialis artery. Subsequent ultrasound identified the bypass had thrombosed and closed. A third surgical intervention was performed to remove the first bypass and create a longer bypass from the same locations of the communis artery to the superficialis artery. A fourth surgical intervention occurred to suture four patches at the location of the bypasses. A fifth surgical intervention occurred to perform a thrombolectomy, it was noted that the overall condition of the pt was not good and all further interventional procedures were discontinued as the pt's vital organs (specifically kidneys) were becoming affected. Consequently, the pt's leg was amputated above the knee. Specific dates of the subsequent surgical procedures were requested, however no dates were provided. It was reported that the time frame between the surgical interventions was relatively short.